Manufacturer narrative:
Correction to g2 to add the foreign country (B)(6). This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted during the evaluation including cracks on the distal end cap cover, peeling of the bending section rubber, air/water and suction cylinders was scratched, the switch button 1 rubber was worn, and the degrees of angulation were out of specification. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to (B)(6) recommendation. The following is included in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by (B)(6) regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the (B)(4) olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection. No user injury reported.

Manufacturer narrative:
The customer hmi (hygiene microbiological investigation) results reported the device channel (all channels) tested positive with pseudomonas aeruginosa with 33 ufc (unit of flora). (B)(4) olympus subsidiary for hmi (hygiene microbiological investigation) results as follows: micrococcaceae detected at 4 ufc ( unit of flora) staphylocoques coagulase negative detected at 4 ufc (unit of flora) the results obtained comply with the target level defined in the regulations of (B)(6) outlined on (B)(6) 2016. The results are conform to (B)(6) recommendation. The subject device was then decontaminated, disinfected and sterilized. The subject device was returned to (B)(4) rrc (regional repair center) olympus site for physical evaluation. Rrc (regional repair center) (B)(4) olympus will proceed with a normal repair if necessary. Below are information on customers cds checklist: salvanios premium is the detergent used for cleaning peracetic acid is the disinfectant used for disinfection. Salvanios premium - bedside pre-cleaning practice aer treatment type- soluscope 4, cln, paa. Storage practice- hysis as 300 maintenance is olympus. Investigation is ongoing. This report will be supplemented accordingly following investigation.